Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scale, the insert tip heats up; no injury resulted.

Manufacturer narrative:
Evaluation found no water regulation due to debris in water solenoid/reg and water hose. Also found restricted water flow when handpiece cable is held in certain position and also found cracked top cover mount post.